Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that device does not work properly, in the first 20-30 seconds it works ok, but then the power starts to weaken. There was no report of harm to the patient or delay in the procedure as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp(B)(4). This medwatch is being filed to relay additional information, as the final report. Investigation is completed. The following sections were updated/corrected: date of this report, description of event or problem, device identification, date received by manufacturer, type of report, type of follow up, device evaluated by MFR, device manufacture date, adverse event problem, usage of device , concomitant medical products:. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the device does not work properly. During the first 20-30 seconds, it worked okay but then the power started to weaken. One good skin graft was possible to take and then they changed to air dermatome and took the rest 3 grafts with this device. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Product review of the electric dermatome by flextronics on (B)(6) 2019 revealed that the calibration was within specifications and the control bar was in the correct position. The motor speed was below specifications and was unstable. It was also noted that the switch was defective. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the switch and motor. Electric dermatome, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the electric dermatome had a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the switch and motor were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.